Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the distal tip fell off of the guidewire during the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was received in two fragments: the proximal fragment was measured to be approximately 198.0cm in length and the distal fragment was approximately 6.0cm in length. The guidewire¿s distal segment was stuck in the returned catheter. The guidewire¿s proximal end was introduced and advanced in the returned catheter and the guidewire distal separated segment was pushed out of the catheter. Magnified examination of the fracture site showed the core wire was fractured. In addition, the guidewire was bent on several places along its length. The guidewire polytetrafluoroethylene (ptfe) coating was also examined and the ptfe was scraped off at approximately 85.0cm from its proximal end. Per the device directions for use (dfu): ¿excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire.¿ since the device dfu precautions against this, the assignable cause for the observed scraped/peeled ptfe coating on the proximal section is likely related to use error. This did not cause or contribute to the reported issue. No other anomalies were noted. Functional analysis could not be performed due to the anomalies found on the returned device. Information from the complaint indicated no anomalies to the device were noted prior to use. Examination of the separation sites did not reveal any strong evidence to suggest how the break occurred. Because a definitive cause could not be determined following the review and analysis of the available information, an assignable cause of undeterminable was assigned to the reported and observed break.

Event description:
It was reported that the distal tip fell off of the guidewire during the procedure. There were no clinical consequences to the patient.